Manufacturer narrative:
Reliability analysis inspected one opened and used sensor and performed a visual inspection and found the sensor's electrode tip bent. Unable to confirm customer received electrode damaged; due to customer returning the product opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that one of his sensors was bad and split down the middle. He stated that the sensor did not get fully inserted so he pushed it in the rest of the way. He stated that when he pulled it out, he noticed the split. Customer was advised that the needle is open in the back. Customer found that the cannula was splintering from the needle. He also stated that he has had this issue has occurred before. The blood glucose reading was 256 mg/dl. Customer declined to troubleshoot for the cause of the high blood glucose. Nothing further was reported.